Manufacturer narrative:
Novocure´s medical opinion is that a contribution of the transducer arrays to the laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm), began optune gio therapy on may 21, 2024. Novocure was informed on (B)(6) 2024, that the patient fell on the previous day while on optune gio therapy and sustained a skin laceration on the back of the head that required stiches. The patient's spouse noted that the device did not contribute to the fall, as the patient experienced balance issues prior to optune gio therapy. The prescribing physician was contacted for further details without reply.